Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past. Review of event history found system fault 41541 occurred 1003. Visual/functional testing was performed. The reported problem, ec 41541 was duplicated by functional test. The cause is the latch/lock optic flex sensor. Replaced the latch/lock optic flex sensor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported, that the pump displayed lec 41541. Found, during testing. No further information provided.

Manufacturer narrative:
B3: event date unknown. H3: device not received, by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.